Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review could not be performed as a valid lot was not provided and sales history could not be obtained without a product code or customer information. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The complaint is reported as: the catheter was leaking during use. Low flow infusion. No additional information was available at the time of this report.

Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: the catheter was leaking during use. Low flow infusion. No additional information was available at the time of this report.